Manufacturer narrative:
See scanned page.

Event description:
The pt experienced an infection following a pump replacement. The pt did not have meningitis. Perioperative antibiotics were administered. The pt symptoms included redness, swelling and "yellow infection" near the pump pocket. The pt also had a headache. The device system was explanted. The infection resolved. The system was used to deliver lioresal; the pt did not experience drug withdrawal. The physician was considering a re-implant.